Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer saw insulin leaking through the patient line luer lock after filling the cartridge. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.